Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown/not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted; if explanted; give date: n/a (not applicable) unknown/not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Banitt, m., feuer, w., schiffman, j., parrish ii, r. (2015). Adverse vitreoretinal outcomes of glaucoma drainage devices based on verified and unverified financial claims data. Ophthalmic surgery, lasers & imaging retina 46(4), pp. 463-470. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The "adverse vitreoretinal outcomes of glaucoma drainage devices based on verified and unverified financial claims data" literature was reviewed. The publication compared patients with 4 different glaucoma devices, however, it is unclear what number of adverse events are specific to the johnson & johnson device. The study states 10 cases of endophthalmitis, 42 cases of rhegmatogenous retinal detachment and 20 choroidal hemorrhages occurred after implantation of a glaucoma device. No additional information was provided to johnson & johnson surgical vision.